Event description:
(B)(4). The following report was received by medtronic (covidien) through review of literature: patient's ages ranged from 35-85 years with a mean age of 57. The following adverse events were experienced following the procedure using onyx hd-500 (ev3). Worsening of preexisting cranial neuropathies (oculomotor deficit) was found in two patients, transient visual disturbance in one patient, transient ischemic attack (tia) in one patient. Two patients with subarachnoid hemorrhage (sah) had complications following the procedure that were due to their primary disease 1 grade IV patient required hemicraniectomy. There were two subarachnoid hemorrhage (sah) patients that were eventually discharged to inpatient rehabilitation facilities with permanent disabilities. Three patients had minor unintentional embolic migration into the parent artery without flow limitation.

Manufacturer narrative:
(B)(4). This report was created to capture the serious injuries related to the onyx. The onyx will not be returned for evaluation as they were consumed in the events. Based on the reported information, there did not appear to have been any defects of the devices during use. The events occurred in the patients post procedure and their causes were unknown. The lot history record review was not possible since the lot number was not reported. (B)(4). Information received from the same article as MFR: 2029214-2015-00515.